Event description:
It was reported that when the cyclosporine level was drawn through the power PICC line, the level was elevated out of therapeutic range.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lhr review is not possible, as no mfg lot number has been provided by the complainant.